Event description:
It was reported that (1) pmw35 device was used during a unknown procedure. It was reported by the rep that the staples did form properly and did not "catch tissue:. Opened a second stapler to complete the case and there was no consequence to the pt.